Event description:
Event description cpi received information that this transvenous defibrillation lead exhibited impedance > 2000 ohms at a routine follow-up. Egms and r-wave were normal. It was decided to implant a new system. The lead was capped and no defects were noted. Shock impedance of tge kead was normal.